Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon opened the lcck articular surface for surgery in 2009, he thought that the locking screw was smaller than it should be. He did not use the surface or screw. Surgery was delayed by the hour.